Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine supply change, the cartridge cracked in half upon removal after the user performed a rewind, and the user then removed broken glass from the chamber and completed the supply change without difficulty. Symptoms included no reported blood glucose impact and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education, with confirmation that the user followed the correct supply change steps and that no pump alerts or alarms occurred. Investigation of this case revealed a cracked cartridge component with no evidence of user error and no associated pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.